Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted to treat vaginal prolapse and stress urinary incontinence with concurrent hysterectomy. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior repair and lso. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/08/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysfunctional uterine bleeding, and stress urinary incontinence. It was reported that the patient underwent anterior colporrhaphy and perineoplasty on (B)(6) 2015 by dr. (B)(6) due to symptomatic pelvic relaxation.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2017 by dr. (B)(6) due to recurrent urinary tract infections.